Event description:
The technologist reported she had put the pt in compression and when she went to expose the pt, the machine wouldn't let her. The gray box came up with a gen error. She had to hit the button to reset the machine (not reboot) so it would go back to standby. The pt at that point said she was shocked and her nipple was warm. The technologist noted there were no marks or redness on the pt's breast. The technologist verbalized that it might have been the nipple marker moving with the compression causing a tugging on the skin to which it was attached with an adhesive. The pt did not ask for immediate medical assistance, but went to the emergency room after leaving the mammography room. The emergency room doctor couldn't find anything wrong. In addition, the pt went to another doctor as she said she was experiencing pain. The second doctor called the radiologist and advised that she couldn't find anything wrong with the pt.

Manufacturer narrative:
The system was evaluated by a hologic field engineer. Nothing was found wrong with the system that would have resulted in a shock to the pt. There are no metal surfaces that her breast and nipple can touch while under compression with plastic paddles. Basic safety functions, the incoming voltage (210v), all ground connections, transformer tap (208v), kv and ma, waveform and environment were evaluated. The floor in the room was linoleum and the hallway leading to the room was carpeted. System log files indicate a premature release of the exposure buttons by the operator that resulted in no production of an image. The field engineer was unable to duplicate the reported problem.